Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Device not returned.

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2, -08.00 diopter implantable collamer lens in patient's right eye on (B)(6) 2016. The lens tore during injection/insertion into the eye. During the same procesure, the lens was removed and exchanged for another lens, same model and diopter size. No patient injury reported. Patient's last visit on (B)(6) 2016, ucva was 20/20.

Manufacturer narrative:
Additional data: work order search: no similar complaints were reported for units within the same lot. Corrected data: there is no break or torn material associated with a material integrity issue. (B)(4).